Event description:
It was reported that sometimes post a port placement, the part of the material had allegedly dismembered. It was further reported that the part of the material was allegedly located in the patient's lung. Reportedly, the patient was exposed to the procedure twice and a hemodynamic procedure to remove the foreign body located in her lung. Reportedly, the port was removed and replaced. The current status of the patient was unknown.

Manufacturer narrative:
Investigation summary: one bardport MRI implantable port attached to a catheter were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the catheter attached that was elliptical in shape. The distal catheter segment was not returned. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular with residue throughout. Also, one electronic image was provided for review. The image provided shows a port on the chest with a broken catheter with the catheter remains in the superior vena cava. Therefore the investigation is confirmed for the reported fracture, material separation and migration issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 12/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, the part of the material had allegedly dismembered. It was further reported that the part of the material was allegedly located in the patient's lung. Reportedly, the patient was exposed to the procedure twice and a hemodynamic procedure to remove the foreign body located in her lung. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.